Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal stent damage. The proximal end of the stent was damaged with struts lifted and pulled distally. The crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 79% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. Following pre-dilatation with a 2.0x20mm maverick balloon catheter, a 2.75x32mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross due to severe flexion of the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.